Event description:
Lap chole - "I was told that ca500 jaws fell off from the shaft during the procedure."

Manufacturer narrative:
The incident device is anticipated to be returned. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.